Event description:
5.2mm click'x pedicle screws, implanted about one year ago at l4-l5, were noted as broken mid shaft in the l5 vertebral body. Surgeon attempted screw removal and was unsuccessful. Surgeon left the screws in l4 and bridged to s1 with new screws.